Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a ligament repair procedure, the anchor broke in the knee joint. The anchor was removed from the patient. No additional bone holes were required. A backup device was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the inserter shows the distal end hex is slightly stripped. The suture shows no abnormalities. The condition of the inserter is consistent with improper site preparation. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.